Event description:
It was observed that during the device evaluation, the camera head exhibited occasional no image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus and the evaluation found no image was displayed and cable failure. Based on the results of the investigation, it is likely that the following led to the malfunction: the inspection by the repair department confirmed that a cable failure had occurred in the actual product. Therefore, it is assumed that the cable failure caused the image function to not function properly and "no image was displayed¿ occurred. A probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.